Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the camera cable failure due to applying the unexpected stress by the user handling. And this camera cable failure might have made that the image of the subject device was disappeared then the error e221. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device. There was the image of the subject device at first, but the image was not displayed after moving the camera cable of the subject device. It was also come up the error e221 which indicated there was the communication problem between the subject device and the video processor. But there was not evident camera cable failure from the external. (B)(4) surmised that inside wire of the camera cable might be broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was disappeared frequently at the preparation for the unspecified procedure. The intended procedure was completed with another similar device. There was no patient injury associated with this report.